Manufacturer narrative:
A field service engineer (fse) was dispatched and found that the switch on the di water reservoir was faulty and the canister overflowed and backed up into the low pressure lines. The fse replaced the flow switch and cleaned all the waste canisters and fittings. The fse also found a cracked and leaking no foam fitting. The fse replaced the fitting and no further leaks were observed after priming the instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a leak was discovered of about 500 - 1000 ml of liquid under the waste exit sump canister in the hydro area of the unicel dxc 800 pro synchron chemistry analyzer. Customer believed the fluid was waste material. No injury or operator exposure was reported for this event.